Manufacturer narrative:
The (B)(4) analysis inspected 1 opened or used enlite sensor and performed bicarbonate buffer test per (B)(4). The sensor passed per specifications with accurate readings. We were unable to confirm that the customer received the sensor in the said condition because the unit was returned opened or used. Also found a bent cannula.

Event description:
Customer reported the insulin pump kept going into threshold suspend and blood glucose level was not low. Troubleshooting performed. Blood glucose was 214 mg/dl and sensor glucose level 65 mg/dl, 69.6 percent difference. Carelink data was available. One meter used. Calibration factor is above the optimal level. Jagged traces noted. Calibration factor trending upward and isig is trending downward. The sensor was removed and it was a little bent advised it could have bent due to movement. The sensor was reading correctly when first inserted. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.